Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA: 624392. Image review: nine images, one video, and three images of patient medical history was provided for review. Unable to comment on the valve load due to dark image and no rotation of the valve. It is confirmed there was an under expansion of valve on first initial deployment and on release. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery catheter system (dcs). During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, which in some cases can potentially cause infolding. In this case, it was reported that per the physician, calcification contributed to the infolding. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the attempted implant of this transcatheter bioprosthetic valve into a patient with a type 0 bicuspid valve, a pre-balloon aortic valvuloplasty (bav) was performed using a 22 millimeter (mm) non-medtronic balloon. The valve was loaded once and the load was checked visually, tactilely, and under fluoroscopy. No misload was identified. Upon deployment, the valve was observed to be under-expanded. The valve was recaptured and withdrawn from the patient. A pre-bav was performed again using a 22mm balloon. Upon inspection of the valve, it was noted that the valve was infolded from nodes 1 to 3. A new valve was prepped and deployed. The valve was released and noted to be under-expanded. A post bav was performed twice with 25 mm balloons. Following the bavs, the expansion issue resolved. Per the physician, calcification contributed to the infolding. No adverse patient effects were reported.